Event description:
Patient reported "capsulitis" baker grade unknown and "biocell". This record is for the right side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsulitis" grade unknown and "biocell". The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.